Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-18680. It was reported the pt experiences pain in the lead and ipg site. The pt has lost significant amount of weight. X-rays are to be taken as the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.